Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.